Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 17490434/17490434.

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator (scs). It was also noted that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.